Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument was not working properly and started smoking. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the conductor wire was broken at the instrument yaw pulley exit. The yaw pulley did not show signs of arcing, char marks, or localized melting. The wire was detached from its connection at the grip. The instrument failed the electrical continuity test. Failure analysis investigation also found instrument yaw pulley to be broken and missing an uneven piece opposite the conductor wire break, allowing the grip to move within the pulley and have a larger range of yaw motion. It was concluded that the yaw pulley damage may have been due to mishandling. Additionally, the instrument pitch cable was found to be frayed. The frayed strands stuck out at the instrument wrist. The other cables at the wrist were not damaged. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the yaw pulley and the pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.